Event description:
It was reported that during initial implant, the lead repeatedly could not be fixed in the right ventricle. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.